Event description:
A piece of the pressurewire aeris broke off in the patient's rca during an interventional procedure. The patient went to surgery to have the fragment of the pressurewire removed. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A piece of the pressurewire aeris broke off in the patient's rca during an interventional procedure. The patient was transferred to a different hospital for surgery to have the fragment of the pressurewire removed. The patient was released and is in stable condition.